Event description:
The pt had a recent myelogram which revealed severe stenosis above level of previous lumbar fusion at l3-l4. Also on pumpogram that was performed on (B) (6) 2010, it revealed that the pt was not getting actual intrathecal morphine but subcutaneous morphine at a very low rate. Therefore, on (B) (6) 2010, the pt was admitted for surgery. The following surgical procedures were performed: re-exploration lumbar laminectomy, decompression, repair of csf leak l3-l4 bilaterally, pedicle screw instrumentation l# thru l4 with a lateral mass fusion, partial removal of morphine pump via a separate abdominal incision. Intraoperative findings revealed that there appeared to be a leak in the tubing just after it exited the morphine catheter pump site based on the pumpogram. The pt surgery was uncomplicated and on (B) (6) 2010, the pt was discharged in stable condition.